Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date and name of initial surgical procedure when proceed mesh was implanted? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Product code and lot #? Was the hernia repair associated with this event performed on primary or recurrent hernia? What was the defect size/type/location of the hernia associated with this event? Mesh size and overlap? Was the procedure associated with this event open or laparoscopic? If applicable in what tissue layer did you place the mesh (onlay, retro-muscular, extra peritoneal or intra abdominal)? If applicable, closure of the defect (yes or no), use of stay sutures (how many), permanent or absorbable? If applicable, the mesh fixation technique: device and technique (single or double crown; spacing between implants)? Were there any surgical instruments used in the placement of the mesh that might have damaged the mesh, e.g. Graspers crimping the mesh fibers? How much time from initial hernia repair to hernia recurrence? Was there any triggering event prior to present recurrence (e.g. Weight gain, sneezing, coughing, strenuous activity)? How was the recurrence diagnosed? If reoperation, surgical findings: please provide the date of reoperation, mesh location and integrity? Was any deficiency or anomaly of the mesh? If yes, please describe it. Are there any pictures available? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent a hernia repair procedure in 2018 and the mesh was implanted. Year later, the patient experienced a recurrence. Additional information has been requested.